Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked iodine at the connection of the female connector and the minicap; further described as "minicap is leaking iodine". This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap connected to the female connector. A visual inspection with the naked eye and magnification was performed which noted damage in multiple locations of the threads on the dark blue female connector. Functional testing including clear passage testing and clamp function tests with no issues noted. Leak testing failed due to a leak between the female connector and the minicap. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.